Event description:
It was reported that the syringe pump did not deliver programmed rate of 0.18 ml/hr on precedex infusion. The patient was discharged home. There was patient involvement and although requested, the information on patient impact was not provided.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump did not deliver programmed rate of 0.18 ml/hr on precedex infusion. The patient was discharged home. There was patient involvement and although requested, the information on patient impact was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the syringe pump did not deliver programmed rate of 0.18 ml/hr on precedex infusion. The patient was discharged home. There was patient involvement and although requested, the information on patient impact was not provided.